Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse discovered that customer spilled a diluent into the instrument. The diluent fluid is not flammable. The spilled diluent made contact with the fuse board and burnt it. The cse verified that the point of contact was on alternate current (ac) relay board and found that the harness connected to the board was melted. During the multiple follow-up visits, the cse replaced the voltage select board, the ac relay board and the wiring harness. The cse replaced the direct current (dc) power supply, the photometer cuvette aux and both fuse boards. The cse ran temperature tests, ultrasonics, and voltage tests and did not find any issues. The cse decontaminated the instrument and calibrated the integrated multi-sensor technology (imt) module. The cse replaced clogged waste tubing and bleached and scrubbed the drains. The cse ran multiple system checks, all of which passed. The cause of the event was related to the customer spilling a diluent into the instrument. The instrument is performing according to specifications. No further evaluation of the device is required. The total number of dimension exl with lm systems installed globally is (B)(4). Dimension exl with lm systems have been in use since (B)(6) 2008. This is an isolated event. The cause of the event is attributed to the user error. The customer spilled the diluent into the instrument and the diluent fluid came into contact with the fuse board and burnt it. The dimension exl with lm instrument, serial number (B)(4), has been in use at the customer site since (B)(6) 2011.

Event description:
The operator of a dimension exl with lm instrument contacted a siemens customer care center (ccc) specialist to troubleshoot reagent management system errors. Service was dispatched to the customer site for the instrument errors. Prior to arriving at the customer site, the siemens customer service engineer (cse) received a phone call from the operator of the instrument, who stated that the instrument had caught fire. When the cse arrived at the customer site, the instrument was not on fire. The cse observed smoke and some burned instrument parts. The operator had unplugged the instrument but did not take any actions to extinguish a fire. There are no reports of injury to staff, damage to property, or impact to patient samples.